Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:32:08. During night drain cycle 11, the patient's ultrafiltration reading was 1494ml, indicating the home patient (hp) drained 969ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. The following labeling was reviewed: 07-19-63-294 august 6, 2010 homechoice apd systems trainer?s guide. Section 12 "programming a prescription" in 12.4.4 and 12.4.5 pgs 12-28 to 12-40 gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death." The total uf is defined on page 12-30 as "total uf expected for the nighttime portion of the therapy. The system calculates the uf per cycle. The uf per cycle plus the tidal volume is the amount of solution drained during each tidal drain." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " pg 12-31 also has the note that "if you use a solution for a tidal therapy that is different from the solution used in the previous therapy, you may need to adjust the total uf based on the concentration of the new solution." For hd tidal therapy settings, a warning on pg 12-37 states "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation" and the suggested setting is described on pg 12-37 as "seventy percent of the normal nighttime uf is a good starting point for determining the optimum night uf." In addition, section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. If any additional information is received, a follow-up will be sent.